Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: m030003, hours of operation: 37256, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-11-12 and 2024-11-13 were investigated. A space line was inserted and the infusion started with a rate of 41,67ml/h and a volume of 500ml about 24 hours at 21:43pm. At 23:42 pm a pressure alarm occurred and the infusion stopped. The infusion was continued and the infusion started again. On the next day, the at 05:16am a upstream alarm occurred and the infusion stopped. At this time, 312,35ml was infused. The line was extracted. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (41-01-149) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,15%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield, the bottom inner frame and the lower housing. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description the infusion took 8 hours instead of 12. However, according to the nursing staff, everything was set up correctly.